Manufacturer narrative:
The device is included in the 3004936110-01/24/23-001-c emissions advisory notice issued by abbott on 07 feb 2023. The complaint alleges that when a cardiomems patient electronics system (¿pes¿) was used to interrogate the cardiomems sensor by a patient that has a boston scientific subcutaneous implantable defibrillator (s-ICD), the s-ICD would emit beep tones. Boston scientific technical services confirmed evidence of magnet application on two different dates. The s-ICD includes patient warning functionality that emits beep tones to indicate various warnings. According to the emblem s-ICD's instructions for use (IFU), the following conditions may emit an audible tone: elective replacement indicator or end of life indicator; electrode impedance out of range; prolonged charge times; failed device integrity check; irregular battery depletion; magnet response. Given that boston scientific technical services confirmed evidence of magnet application on two different dates, a possible indication of the s-ICD emitting beep tones is that the use of the pes caused the s-ICD to transition into ¿magnet response¿ or ¿magnet mode.¿ this effect is inconclusive because the two magnet applications in the s-ICD memory may have been coincidental, where a patient¿s s-ICD was in close proximity to an actual magnet on different dates or times when the pes was not being used. A specific correlation to the audible beeping event time and the magnet response have not been provided. Additionally, the beep tones experienced by the patient may have indicated any one of the other five warning conditions, and it is unknown if those warning conditions are stored in the s-ICD device memory nor if boston scientific technical services reviewed the device memory for the other five modes. The complaint does note that the s-ICD remains implanted and in service, therefore the beep tones do not indicate a permanent malfunction of the s-ICD. The cardiomems pes intentionally creates a 30-37.5mhz ac magnetic field to energize the implanted cardiomems sensor. A possible interaction that might cause the s-ICD to emit beep tones is if the static magnetic field sensor inside the s-ICD, which is designed to detect donut magnet application, detects the cardiomems system intentional magnetic field operating between 30-37.5mhz. If the intentional emissions are triggering the magnetic field sensor, it is likely limited to the emissions energy of the fundamental frequency of 30-37.5mhz causing the interaction and is unlikely to be caused by the harmonics or spurious emissions created by the cardiomems pes. If the fundamental frequency was causing the interaction, the interaction itself should be sustained during the exposure of the field, and logically would provoke many interactions to the sensor. However, without interaction testing to confirm the potential magnetic emissions interaction with the s-ICD¿s magnetic field sensor, the other five causes of the beep tones are possible causes through other interaction mechanisms. The s-icds magnetic field sensor could be detecting other sources of unintentional electromagnetic emissions generated by the electronics (i.e., created by the power supply or power circuitry, or created by the digital circuitry), or the s-ICD could be coincidentally detecting other electromagnetic fields in the patient¿s use environment (i.e., the patient has a magnet nearby the location where the cardiomems system is used). Other local extraneous or environmental sources of electromagnetic fields potentially could also cause a different electromagnetic interaction mechanism other than the s-ICD¿s magnetic field sensor, indicated by one of the other five warning conditions other than magnet response. The s-ICD IFU includes a warning for co-implanted device interaction that states the following: the labeling in the boston scientific IFU appropriately warns about potential device interaction, and to evaluate and perform interaction testing with co-implanted devices. Boston scientific has not approached abbott to perform interaction testing. Without access to an s-ICD sample from boston scientific, collaboration with boston scientific to evaluate potential interactions, or access to the technical design documentation of an s-ICD, this potential interaction of beep tones being caused by the cardiomems system, nor the potential of the cardiomems system triggering magnet mode (as indicated by the beep tones) cannot be confirmed. Since the complaint alleges ¿the device would emit beep tones each time the patient interrogated this device¿, it is possible that the use of the cardiomems interrogator in the patient¿s use environment is triggering the beep tone. However, it is inconclusive whether the cardiomems interrogator itself is causing the beep tone, or if another magnetic object or other source of electromagnetic interference in close proximity of either the cardiomems interrogator or s-ICD has caused the beep tone. It is inconclusive which of the six warnings that beep tones are indicating (ie- eri, lead impedance, magnet response, etc). A review of the logs for this unit from march 2022 to october 2022 revealed that the patient interrogated the sensor 143 times. Based on the information received, the cause of the reported incident could not be determined.

Event description:
Related manufacturer ref: 2124215-2021-05359. It was reported that the patient's non-abbott subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beep tones. This was noted during a view of the maude database. Technical services for the non-abbott manufacturer (ts) reviewed the device memory and confirmed evidence of magnet application on two different dates. Ts recommended the patient review their environment for magnets and prevent exposure to them. No adverse patient effects were reported. The ICD device remained implanted and in service. Additional information received indicated that the patient was implanted with a cardiomems sensor. The s-ICD would emit beep tones each time the patient interrogated the cardiomems sensor with the patient electronic system. Further troubleshooting was conducted with a local non-abbott employee from the same manufacturer of the s-ICD in a clinic setting. During this troubleshooting, it was identified the tones occurred every time the patient interrogated his cardiomems device. Further information received from the site stated the beep notification was deactivated on the s-ICD. The cardiomems sensor also remained implanted and according to the patient care database the patient transmitted readings to merlin.net following the event date of (B)(6) 2020 and several other times following the event. A review of the maude database confirmed that the manufacturer of the s-ICD did not submit any additional follow up reports for this event.

Manufacturer narrative:
Additional information: g3, h2, h9.

Event description:
Related manufacturer ref: (B)(4). It was reported that the patient's non-abbott subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beep tones. This was noted during a view of the maude database. Technical services for the non-abbott manufacturer (ts) reviewed the device memory and confirmed evidence of magnet application on two different dates. Ts recommended the patient review their environment for magnets and prevent exposure to them. No adverse patient effects were reported. The ICD device remained implanted and in service. Additional information received indicated that the patient was implanted with a cardiomems sensor. The s-ICD would emit beep tones each time the patient interrogated the cardiomems sensor with the patient electronic system. Further troubleshooting was conducted with a local non-abbott employee from the same manufacturer of the s-ICD in a clinic setting. During this troubleshooting, it was identified the tones occurred every time the patient interrogated his cardiomems device. Further information received from the site stated the beep notification was deactivated on the s-ICD. The cardiomems sensor also remained implanted and according to the patient care database the patient transmitted readings to merlin.net following the event date of 26 jan 2021 and several other times following the event. A review of the maude database confirmed that the manufacturer of the s-ICD did not submit any additional follow up reports for this event.

Manufacturer narrative:
Corrected information: b5